Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: hiryu 4.5x10 terumo; fasttrack 2.5x10; guide wire: bmw universal ii; fielder xt asahi; inflation: priority pack; guide catheter: xb cordis; sheath: 6f terumo. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined based on the information provided and without the product to examine, the reported difficulty to position and material deformation appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a 98% stenosed distal left anterior descending coronary artery with heavy tortuosity and heavy calcification. A 4.0x18mm xience xpedition stent was implanted but was not well apposed. During post-dilatation the stent was stretched. A dissection was noted. Reportedly, there was no interaction of devices and no other device or procedural issues noted. The dissection was covered with a 4.0x28mm xience xpedition stent and post-procedure stenosis was 60%. There was no reported clinically significant delay and no adverse patient sequela. No additional information was provided.